Event description:
Customer reported that they did not receive a replacement transmitter for their freestyle navigator system. Due to this delivery issue, he experienced a seizure while he was sleeping. Upon awakening, customer self-treated by drinking orange juice. No third-party medical intervention was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Because this event involved a delivery issue, no product will be returned for investigation, therefore, this is a final report. It should be noted: a follow-up call to the customer revealed the freestyle build-in meter (a component of the freestyle navigator continuous monitoring system) was working and he has additional back-up meters, but chose not to test his glucose.